Event description:
The customer reported that their acuity central station was operating, but not connected to patients. They reported that there were 6 to 8 patients in the emergency department, but none of them were connected to the acuity system as they should have been. When they expected to see one patient window per patient, three windows for bed 7 appeared, none of them with the correct information. The customer biomed rebooted the system to restore operation. Patient bedside monitors would continue to function during the episode. There was no patient harm associated with this episode. The customer did not provide any patient information.

Manufacturer narrative:
We do not expect to receive the device for evaluation. However, the customer provided information about that time and location of the reported issues, which enabled us to locate the issue in the log files for analysis. We have connected to the device remotely and downloaded the logs for analysis. The investigation into this report has not yet been completed.